Event description:
A pt required add'l surgery to remove a previously implanted intraocular lens and to implant a different intraocular lens.

Manufacturer narrative:
The iolmaster was inspected by service technician and found to be operating properly and in calibration. The implantation of the wrong intraocular lens of the left eye may have been potentially caused by an intraocular eye pressure examination with a contact tonometer prior to the iol master measurement. Use of a contact tonometer compresses the cornea of the eye and may impact the results of the eye's biometric measurements. The iolmaster user manual cautions against applanating the eye prior to obtaining measurements with iolmaster. Following this incident the site's personnel were instructed in proper operation by a clinical application specialist.